Manufacturer narrative:
Analysis and results: there are previous complaints of this code-batch regarding the same issue. We manufactured and distributed in the market (B)(4) units of this code-batch. There are (B)(4) units blocked in our stock. We have received 9 closed samples and 1 open sample with the needle detached from the thread and the thread is not wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep). The results are: 0.80 kgf in average and 0.30 kgf in minimum (european pharmacopoeia requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b. Braun surgical requirements. Needle attachment results before releasing the product were 0.60 kgf in average and 0.48 kgf in minimum and fulfilled ep requirements. Nevertheless, taking into account that there are previous confirmed complaints, we consider this case as confirmed as well. Final conclusion: although the results fulfil the requirements of the european pharmacopoeia (ep), taking into account this is not the first complaint for this code-batch regarding this issue, we conclude that the complaint is confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle and thread were already detached when opened the single pouch. Several similar cases in the same box. There was no patient involvement.